Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing hidradenitis suppurativa was irritated under the lifevest equipment. Patient described the area as rashy under breast area with bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an over the counter lotion for the skin irritation. Outcome of the irritation is unknown.